Manufacturer narrative:
The insulin pump was monitored in the 50c oven for several days and no blank display was noted. The pump was received with normal operating currents. No damage found on the c13/lcd isolation tape was noted. There was no damage on the battery cap noted. The pump was received with a scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damage on the insulin pump was a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blank screen on the insulin pump. Customer's blood glucose was 148 mg/dl. Customer stated that the screen is currently blank. Customer has tried changing out the battery 3 times already. Troubleshooting was performed and the display did not return. Customer was advised to monitor the pump. Customer called back and stated that the pump has not worked in 2 days. Customer's blood glucose was 560 mg/dl. Customer treated with a manual injection. Customer stated that her husband threw away her battery cap. Customer was advised that a replacement battery cap will be sent. Customer called back saying that her screen is still blank from earlier but she found her battery cap. Customer stated that she got the battery out limit alarm and set the time and date. Customer stated that the screen went blank. Customer's last blood glucose was 475 mg/dl. Customer stated that she has syringes and was advised that the pump will be replaced.